Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: the text on the display screen was confirmed to be dim/faded and discolored and difficult to read. The faded display was replaced with a test display and became fully illuminated with no visible signs of fading or discoloration of text. The display lens was observed to be heavily scratched and obstructing the screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had gradually dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.